Event description:
It was reported that the device was is backup vvi mode when the patient presented in-clinic for routine device. The patient was also experiencing muscle stimulation. A device download was performed successfully with no issues to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.